Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Inspection confirmed the connector tool was returned improperly seated over the lead terminal connector. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 4000 ohms with no capture. The lead was repositioned with the same results. The connector tool was changed; however, the measurements remained the same. The analyzer cables were changed out with no success. The lead was repositioned in the right ventricular outflow tract and a bit of pacing was noted with impedance measurements greater than 2500 ohms. The lead was then repositioned in the apex and again, no pacing and impedance measurements greater than 4000 ohms. As a result, the lead was removed and replaced. After the case, the physician indicated that it was suspected the helix was never extended. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.